Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented on (B)(6) 2009 with increased vaginal drainage and a vaginal infection was suspected. According to the complainant, the patient was treated with an antibiotic (type and duration unknown), and her increased vaginal drainage was resolved on (B)(6) 2009. However, on (B)(6) 2009, the patient presented with "a couple of sutures present at [the] vaginal cuff." On the same day, the sutures were removed with silver nitrate, and an ampule of metrogel was were placed, which resolved the incident. The patient has recovered. All additional information is unknown.

Manufacturer narrative:
Part of an investigator-sponsored research trial, sponsored by compass point.